Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was allegedly over delivering. It was also reported that the paramedics had to be called as the customer was unconscious due to low blood glucose level. The customer¿s current blood glucose value was 1 mmol/l. The customer also mentioned other blood glucose values such as 3 mmol/l. The customer was treated with and glucose tablets. The customer was wearing the insulin pump when low blood glucose event was reported. The customer reported that the insulin pump had a pump error alarm and failed self test. The reservoir will not be returned for analysis.